Event description:
It was reported that a pump will not recognize the cassette. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; however, a tamper seal was missing. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified. The investigation and testing found that the device alarmed cassette not attached properly when latching the latch lock in user mode. The downstream occlusion sensor was stuck at 2500mv and failed to calibrate. Found bubble on downstream occlusion sensor seal and commination on the sensor. The bubble had an opening which could have led liquids to enter and contaminate the sensor. The downstream occlusion was found to be the cause of the reported problem. For corrective action the downstream occlusion sensor was replaced. The root cause of the reported issue was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service previously. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.